Event description:
Reported due to occlusion requiring surgical intervention. They physician performed closure of an arteriotomy site with the perclose proglide device following an interventional procedure. The patient had been admitted for a non-st -segment myocardial infarction (mi). The physician chose the proglide device because the patient's platelet count had dropped to 36,000 per cubic mm while on heparin, and he was "fearful of heparin-induced thrombocytopenia." Fluoroscopy was performed prior to the closure procedure with the following findings: vessel size was "greater than five (5) mm," vessel calcification was present and the site was confirmed to be in the right common femoral artery. Reportedly, the patient's vessel had "luminal irregularities;" therefore, insertion of the first proglide device "took more than the usual necessary force." The physician was unable to deploy the device, so the device was removed and a second proglide device was inserted. Use of the second proglide device was described as being "straightforward" and hemostasis was achieved without any issues. Ten (10) minutes following the procedure, the patient developed pain in the right leg. An angiogram was performed from the left side and showed,"a near occlusive lesion just beyond the closure site." A vascular surgeon was consulted and the patient was taken to surgery. The surgeon found a "dissection flap just distal to the closure site and a vessel much more calcified than apparent angiographically." A venous patch procedure was performed. It is unk if the event caused an increase in the pt's hospitalization. At last report, the patient was "doing well." This report represents the first proglide device used.